Event description:
It was reported that the tip of an aleutian tlif ii straight inserter inner shaft 'broke off' during cage insertion. Surgery was successfully completed with no delay. No adverse consequences or medical intervention were reported.

Manufacturer narrative:
A visual inspection was performed which confirmed the tip of the inserter to be fractured. A review of complaint history associated with this lot number was performed and no adverse trends were observed. It was reported that the patient¿s bone was a bit hard, no difficult angles or excessive force were used. The most likely cause of the reported event was determined to be due to excessive force applied during previous use or improper handling procedure. Patient bone quality in this case may also be a factor as from correspondence the patient¿s bone was described as "a bit hard" and the surgeon trying to force the inserter into hard and dense bone could lead to the tip fracturing.

Event description:
It was reported that the tip of an aleutian tlif ii straight inserter inner shaft 'broke off' during cage insertion. Surgery was successfully completed with no delay. No adverse consequences or medical intervention were reported.